Event description:
The patient reported the icons on the display screen of her insulin infusion device are segmented. She said the device has not been dropped and the display has no physical damage and there are no black spots on the display. To troubleshoot, the patient was instructed to disconnect from her site and change her battery. After changing the battery, the patient reported her display was fixed. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.